Event description:
It was reported that the patient was experiencing recurring incontinence with their artificial urinary sphincter (aus) due to urethral atrophy near the cuff. The cuff was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.